Event description:
Patient informed that she feels pain, has capsular contracture and change of shape in the left breast." And "showed fluid in the left breast." Healthcare professional confirmed capsular contracture baker grade ii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluid in the left breast".

Event description:
The device has been explanted.

Event description:
Patient informed that she feels pain, has capsular contracture and change of shape in the left breast." And "showed fluid in the left breast." Healthcare professional confirmed capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h6.